Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced pain at their right side, including arm, neck, hip, and knee. The patient turned their device off on (B)(6) 2025 and made an appointment to see their physician. The patient had their device explanted on (B)(6) 2025. The patient stated the pain was decreasing for about three days post-explant and now the pain is gone. The patient feels much better. A clinical specialist was present during the explant surgery. The patient is not considering getting reimplanted. The patient outcome is they fully recovered.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to pain which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block g2: report source.

Event description:
It was reported the patient with this neurostimulator experienced pain at their right side, including arm, neck, hip, and knee. The patient turned their device off and made an appointment to see their physician. The patient had their device explanted on (B)(6) 2025. The patient stated the pain was decreasing for about three days post-explant and now the pain is gone. The patient feels much better and is not considering getting reimplanted. There were no additional patient complications.